Event description:
The customer reported the generation of erroneously low sodium and chloride patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide demographics. Data was provided for one patient sample.

Manufacturer narrative:
Beckman coulter beckman coulter field applications specialist (fas) evaluated the au480 chemistry analyzer and identified the probable cause as an obstruction in the sample probe. The fse replaced the sample probe to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).